Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Adverse events that may be associated with the use of the vad system, other than death, include perioperative and post-op bleeding. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
The pump and the sewing ring were not returned for evaluation and the reported component damage could not be confirmed. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. There is no evidence to suggest that a device malfunction contributed to the reported event. The root cause of the bleeding cannot be determined. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures and the use of the device are associated with numerous risks. Bleeding, include perioperative and post-op bleeding, is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines and provides clear instructions to the clinician on the steps required to attach the sewing ring to the myocardium and how to tighten the sewing ring to the vad. The IFU includes warnings, cautions, precautions associated with this section of the implant process. Safety and hand on qualification is also covered during clinician training. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) by the vad coordinator that the patient was admitted to ICU and his act was 140s. The patient received 3 packs platelets, fresh frozen, 3 packs rbc and fsbp (fibrinogen silencer-binding protein). Two hours after patient was admitted to ICU, bleeding from left pleura drain was > 1000 ml/h. Patient was brought to or. Exploration revealed surgical bleeding from stitch hole of sewing ring suture. Bleeding was stopped by over-sewing. Two packs of platelets and three packs rbc given. During the next 14 hours, there was 400 ml bleeding from drains. Patient was hemodynamically stable on (B)(6) 2015. No other information is available. The investigation is in progress.